Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive on (B)(6) 2023. For 10-100 colony forming units (cfus) of enterococcus faecium (entcfae). The sample collection site was from brushing and flushing. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The device was last used on a procedure on (B)(6) 2023. The last reprocessing date was (B)(6) 2023. The microbiological test sample collection was performed after storage. Samples were collected on the following days: (B)(6) 2023. The sample collection site was from brushing and washings. The amount of enterococcus faecium (entcfae) detected was <10, 20, and 10-100 cfus on day 2. The subject device was used for 4 procedures between the time of sample collection and when the culture results were obtained. Related patient identifiers: (B)(6).

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. The subject device was used for 4 procedures between the time of sample collection and when the culture results were obtained. After a positive microbiological test result, the device was quarantined. Additional reprocessing was performed prior to microbiological testing and prior to being returned to olympus. The scope is stored in a controlled environment storage cabinet (cesc). The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The device was used for a procedure after the device was sent out for culture testing and before the results were obtained, and the results of culture test were positive. In addition, due to a chip on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value. Due to wear of the angle wire, bending angle in the up direction did not meet standard value. Due to deformation of the lock engagement lever, the up/down knob could not be locked securely. The adhesive on the bending section cover had a chip. The right/left knob was deformed. The scope cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to h10 of the initial report. The reported event was not confirmed as the scope was not microbiologically tested by olympus and the event was not reproducible. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there may have been difference in recognition on device handling between the user facility and recommendation by olympus however, a definitive root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.